Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she got the insulin pump replacement and got no delivery alarm during bolus. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer treated with manual injection. During the troubleshooting it was found that the insulin pump is working as designed. The customer was advised the alarm was caused by infusion set and reservoir occlusion. Advised the customer the reservoir and sets would be replaced. No further information provided.